Event description:
A malfunction on a pump was reported by the caller, who noted that no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The same malfunction code did not recur after the reset, and the customer was informed to continue using the pump but to call back if any malfunction code reappeared. The caller acknowledged and understood the instructions.